Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. The customer was unsure if the cartridge had been overfilled or not as the customer is legally blind. There was no impact to the customer's blood glucose level.